Manufacturer narrative:
1/15/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during an unspecified procedure. Reportedly, the staple line was bleeding. The surgeon performed a re-operation and manually sutured to complete the procedure and correct the condition. The hosp has reported the pt's condition is satisfactory.